Manufacturer narrative:
Product analysis: the distal and proximal ends of the braid were opened and frayed. No bends were found with the pushwire. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the cause of the failure to open was not determined. The proximal section of the pipeline failed to open. The pipeline was placed in a bend when it failed to open. Additional steps or other devices attempted to open the pipeline included swinging, increasing and decreasing tension.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the anterior curve of the c4 segment was unable to adhere to the wall at the beginning and was successfully opened by increasing and decreasing tension and swinging. After passing the c4 segment, tried the above operations repeatedly but still couldn't open it. The pipeline was used for an indication that was approved. The pipeline and any accessory devices were prepared as indicated in the IFU and the catheter was flushed as indicated in the IFU. There were no patient symptoms. The patient was being treated for a saccular, unruptured aneurysm with a max diameter of 3.2mm and a neck diameter of 1.8mm in the left internal carotid artery c4 segment aneurysm. Treatment was blood flow diversion device placement. The landing zone was 3.5mm distally and 4.6mm proximally. Angiographic result post procedure showed left internal carotid artery c4 segment aneurysm, type 2 arch, type 3 cavernous sinus segment. Access vessel was the right femoral artery with a 6mm diameter. Vessel tortuosity was moderate.